Event description:
The customer was diagnosed with diabetic ketoacidosis (dka) and high ketones. The customer was treated with an insulin drip and fluids.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.